Event description:
It was reported that, "after revision surgery, (B)(6) keeps going back to the doctor for pain. Doctor said it may be scar tissue. Dr. Removed some scar tissue. Every step he takes he experiences constant pain on both sides of knee. He has shooting pain even when sitting. Sometimes it feels like something is catching and out of place. The knee is swollen and feels hot while foot is cold and sometimes gets numb. Arteries were checked and determined to be normal. Vein and vascular surgeon was consulted and determined to be normal."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.